Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported that the pt received a durom generic cup on an unk date. The pt is currently being monitored due to unk reason. No other info was received.

Manufacturer narrative:
This case was reopened on february 08, 2016 to enter additional information which had been received on january 18, 2016. The cause for this complaint has not been reported, but since the date of the implantation has not been provided, this case will be treated as a complaint that might be related to the issues for which zimmer implemented a corrective action in july 2008 as notification z-2415/2426-2008. Should additional information become available, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component on an unknown side (exact date not reported) . The patient was revised on unknown date due to unknown reasons.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the pt has not been revised and is currently being monitored. Based on an extensive investigation of events reported from several user facilities outside the u.s., zimmer identified that the most probable cause for the outcome observed was loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the u.s. Was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the u.s. A similar cup, compatible with the metasul ldh femoral head, is cleared in the u.s. And a corrective action for this product was reported to the FDA in july 2008 as correction z-2415/2426-2008. The cause for this complaint has not been provided, but the date of the original implantation suggests that this case might be related to the issues for which zimmer implemented a correction in july 2008. Should additional info become available that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Manufacturer narrative:
This case was reopened to enter new information received on july 26, 2017. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: product was implanted on (B)(6) 2008 and revised on (B)(6) 2016 due to pain. Review of pictures, x-rays: review of x-rays did not lead to new information regarding the reported event. Review of surgical reports: the surgical report of implantation did not lead to new information regarding the reported event. The surgical report of revision reports a pseudotumor on the left hip. Intraoperative yellow fluid noted. Durom cup is not integrated. Blackish tissue present at trunnion. Stem left in situ. Visual examination: the durom cup shows damage from the revision surgery such as nicks slight scratches. The porous coating of the durom acetabular component exhibited lack of bone on growth. On the inner surface of the head adapter surface changes due to fretting corrosion could be found. Conclusion: the result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008 as referenced. The distribution of this product was ceased in the meanwhile. A field safety notice (fsn) was issued to all durom acetabular cup surgeons of record outside the u.s. Detailing the results of this investigation and emphasizing the importance of using the prescribed surgical technique. Enhanced surgical techniques were also issued to further emphasize proper technique with an additional warning statement, already documented in the instructions for use which accompanies the devices. Complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s 'instruction leaflet for endoprothesis. Therefore, zimmer (B)(4) considers this case as closed again. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was now reported that the patient was implanted a metasul durom, component for acetabulum, uncemented, 54/48, code n on (B)(6) 2008 on the left side and was revised on (B)(6) 2016 due to pain. A pseudotumor was found during revision surgery.